Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device had motor damage/would not run and the trigger of the device did not move smoothly. It was observed that the device had cosmetic damage - worn coupling and component damage. It was further determined that the device failed pretest for check the attachment coupling, check for sticky triggers, check function of device and check power with power test bench. It was noted in the service order that the device did not work before an unknown procedure. It was reported that a spare device was used to complete the surgery without any issues. There was no delay to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.